Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via call that the customer had high blood glucose level of 482 mg/dl. Customer had blood glucose levels of 466 and 177 mg/dl. Customer had abdominal pain. Customer was treated with insulin pump. Customer was not using auto mode. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer did displacement test and self test and both of the tests were passed. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.